Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing. Evidence of use as well as biological residue was observed on the sample in the returned photographs. The characteristics of the split in the catheter in the returned photographs resemble the characteristics of material fatigue failures. Although a split is observed in the sample, no details of the damage or distinguishing features can be discerned from the photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC inserted on (B)(6) 2024 and removed on (B)(6) 2024 due to the leaking. On removal we noticed a hole at 8.5 cm. PICC measurement was total length- 42cm, out-5cm and the leaking was 8.5cm means catheter hole was inside the vein. For this patient line had to remove before completing the treatment due to the broken line. Vip -0, arm is ok no thrombus nor any extravasation. No other information was provided.

Event description:
It was reported PICC inserted on (B)(6) 2024 and removed on (B)(6) 2024 due to the leaking. On removal we noticed a hole at 8.5 cm. PICC measurement was total length- 42cm, out-5cm and the leaking was 8.5cm means catheter hole was inside the vein. For this patient line had to remove before completing the treatment due to the broken line. Vip -0, arm is ok no thrombus nor any extravasation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8 and 9 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together the catheter was observed to be slightly flattened between the 2 cm and 4 cm depth markers. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported PICC inserted on (B)(6) 2024 and removed on (B)(6) 2024 due to the leaking. On removal we noticed a hole at 8.5 cm. PICC measurement was total length- 42cm, out-5cm and the leaking was 8.5cm means catheter hole was inside the vein. For this patient line had to remove before completing the treatment due to the broken line. Vip -0, arm is ok no thrombus nor any extravasation. No other information was provided.